Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested by fax and mail on 02/26/2009 and by phone on 02/26/2009 and 03/12/2009. A completed questionnaire has not been received. This report was mailed to FDA on: 03/27/2009.

Event description:
An ophthalmic surgeon reported that following intraocular lens (iol) implant surgery of his patient's first eye she had blurry near vision. Surgery for the fellow eye was done in 2009. Additional information has been requested.